Event description:
It was reported to the manufacturer, by the end user, per the end user, that it was reported that during a transfer from chair to bed the top right hoyer sling came off the hook causing the resident to fall to the ground. Facility asked for training for their staff as they were using non-hoyer slings with the joerns hoyer lifts, and has now refused training. Complaint #(B)(4) was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.